Manufacturer narrative:
(B)(4). Concomitant medical products: 00784801200 ¿ neck ¿ 63985172. Unknown cup. Unknown liner. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the surgeon didn't approve the product to be returned per hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-00870.

Event description:
It was reported that the patient underwent left hip revision approximately 3 months post implantation due to dislocation.

Manufacturer narrative:
UDI# (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.